Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin delivery will sometimes stop at night without warning on the infusion device resulting in elevated blood glucose levels. The infusion device was not able to detect the correct amount of insulin in the cartridge. The insulin cartridge was empty, but the infusion device still showed that there were more than 20 units available and this was the reason why the device didn't warn the patient.